Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) ¿wouldn't stay charged at all¿, the charge wasn't lasting as long, and the patient used to charge once a month but was now charging about once a week. An appointment was scheduled for (B)(6) 2018 and would like a manufacturer representative (rep) to be present to assist. The patient also reported that they were not sure if the ins should be removed because it was dead all the time, she was not sure if it was working for her, and she was hurting. It was noted that the patient had not been recently reprogrammed, switched to a new group, or had the need to increase parameters. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an appointment on (B)(6) 2018 to see a manufacturer representative (rep). The patient did not show up for the appointment. No further complications were reported.